Event description:
It was reported that an unexpected pump reset occurred. Customer's blood glucose (bg) level elevated due to the issue; however, specific bg value was unknown. Customer provided that they went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). Customer was treated with intravenous drip of insulin which resolved the issue with no permanent damage to the customer, who was released from the hospital on (B)(6) 2026. The customer reverted to an alternate method of insulin therapy.